Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 551 mg/dl. The customer was treat with manual injection for high blood glucose level. Customer declined to troubleshoot for high blood glucose. Customer also stated that infusion set cannula was bent. The insulin pump will not be returned for analysis.